Event description:
The customer reported of noticing smoke during a pt study on the forte camera. The operator called the customer care service center (ccsc) for a philips field service engineer (fse) to evaluate the system. A philips fse contracted the operator; who informed them that a bio-med engineer evaluated the system and found the middle battery pack in the american power conversion (apc) uninterruptible power supply (ups) had leaked acid from the top of one of the battery causing the battery pack to overheat on the system. When the middle battery pack overheated, it produced the smoke seen by the operator. The bio-med engineer noticed that the batteries for the ups had leaked some battery acid but confirmed that there was no indication of battery acid leakage on the outside of the cabinet. The bio-med engineer shut down the forte camera to place it in by-pass mode so the operator could use the forte camera. The bio-med engineer replaced the battery pack for the upc ups and tested the system motion. The bio-med engineer disposed of the batteries from the apc ups on the system. There was no harm to the pt, bystander, or operator.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
In this case, the operator noticed smoke during a patient study on the forte camera. The operator called the customer care service center (ccsc) for a philips service engineer (fse) to evaluate the system. The fse contacted the operator; who informed them that a customer bio-med engineer evaluated the system and found the middle battery pack in the american power conversion (apc) uninterruptible power supply (ups) had leaked acid from the top of one of the batteries causing the battery pack to overheat on the system. When the middle battery pack overheated, it produced the smoke seen by the operator. The bio-med engineer noticed that the batteries for the ups had leaked some battery acid but confirmed that there was no indication of battery acid leakage on the outside of the cabinet. The fse confirmed there was no harm to the patient, bystander, or operator. The bio-med engineer shut down the forte camera to place it in by-pass mode so the operator could use the forte camera. The bio-med engineer replaced the battery pack for the apc ups and tested the system motion. The age of the battery is unknown however it likely was installed on 12-may-2009 with the original ups system, making it more than 5 years old. The bio-med engineer disposed of the batteries from the apc ups on the system. The fse did not do any repairs or replacements because the customer¿s bio-med engineer performed all by-pass and repair activities and the site is not under a service contract with philips. The operator is instructed by the instructions for use which states: ¿adac has designed this imaging system to conform to en/iec 60601-1, medical electrical equipment, part 1: general requirements for safety, and has tested the system to verify conformance.¿ ¿make sure that a qualified user is always present when a patient is on the imaging table.¿ ¿do not use the equipment if any intermittent problems occur with any mechanical control device (hand controller, emergency stop switch, etc.).¿ ¿use the system only after complying fully with the quality assurance and warm up procedures.¿ ¿call the manufacturer¿s field service representatives if you have any problems, questions, or equipment failures.¿ the overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. Mitigations: ¿ the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa).warning label for maximum load ¿ ups owner¿s manual states no user serviceable parts and requires no routine maintenance. ¿ full system ups has temperature sensor monitoring the battery cabinet temperature. ¿ ups comes with status notification (beep alarm for fault condition). ¿ service documentation shall include preventative maintenance and inspection criteria. ¿ philips service procedures shall recommend replacement of failed batteries in sets. ¿ service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). ¿ site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. ¿ site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f). No possible cause could be determined because the fse did not do any repairs or replacements. The customer¿s bio-med engineer performed all by-pass and repair activities. The site is not under a service contract with philips. However, based upon the customer¿s bio-med comments, the most likely cause was that the middle battery pack in the american power conversion (apc) uninterruptible power supply (ups) had leaked acid from the top of one of the batteries causing the battery pack to overheat on the system.